Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead causing inhibition of pacing. The v-v count was also noted to be elevated. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.